Manufacturer narrative:
The field service engineer found there were multiple sample liquid level detection alarms and determined the sample probe was faulty. The probe was replaced and probe adjustments were performed. The liquid level detection voltage was adjusted and the pressure sensor voltage was checked. Tubing was checked and cleaned. Performance testing was run and was successful. No further liquid level detection alarms were observed. The customer ran controls and all recovered within their guidelines. The investigation determined the service actions resolved the issue. Medwatch field d4. Has been updated.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. The sample initially resulted in a total psa value of > 100 ng/ml accompanied by a data flag. The sample was automatically repeated at a 1:50 dilution, resulting in a value of 0.73 ng/ml which was reported outside of the laboratory. The physician questioned the result, so the sample was repeated, resulting in a value of 140 ng/ml. The repeat value of 140 ng/ml was believed to be correct and was more like what the physician expected for the patient. The total psa reagent lot number and expiration date were requested, but not provided.